Event description:
It was reported that the pt's ear was fluxing and the ear drum perforated on 08/25/2003. Another bout of ear infection came on 09/01/2003. Pt's family members observed the working of implant from 08-10 september. Telemetry measurement showed 'poor coupling to the implant'.